Event description:
Philips received a complaint on the defibrillator indicating that the device was not opening, and processor pca, therapy recaptacle, paddle tray, therapy pca parts were defective. The defective parts need to be replaced with new parts, according to the failure detection. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.